Event description:
The healthcare provider reported injecting smooth into the temples of a patient. The patient experienced lumps. The lumps persisted and the product was dissolved. Safety database number (B)(4). Additional comments importer complaint number (B)(4).